Event description:
A surgeon reported a pt experiencing vertigo, halos, and blurring of vision at near and distance following intraocular lens (iol) implant surgery. A contact lens was prescribed for the fellow eye (phakic), which corrected for the optical difference in the eyes and helped alleviate the vertigo, but the pt was unable to tolerate the contact lens. The pt was prescribed glasses, treated with medication, and a lasik procedure was performed. However, these treatments did not improve the pt's symptoms. The iol was exchanged for a different model. In a follow-up, the surgeon's tech reports that the pt's vision is "much better" post exchange.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken/torn in the gusset area on a post of the lens case. The remaining haptic was bent in the gusset and distal regions. The anterior and posterior optic surface was scratched, and the optic was torn/split/cracked on two posts of the lens case with a portion of the optic missing. An optical inspection was not conducted due to lens damage. While we were unable to determine the origin of the damage, our observations reasonably suggest the damge is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 2/3/09 by phone. Medial records were received on 2/4/09.